Manufacturer narrative:
This report is submitted on april 03, 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to migration of the electrode array. The patient was re-implanted with a new device during the same surgery.